Event description:
User received questionable ise results for one patient sample. The potassium results for this patient were discrepant. The initial potassium result was 5.0 mmol/l. The same sample was repeated, giving a result of 4.1 mmol/l. No results were reported outside of the laboratory. The patient was not affected. The potassium electrode lot number was not provided. The field service representative could not determine a cause or reproduce the issue. He checked analyzer operation, ran performance tests, and replaced multiple parts of the ise system. To verify analyzer performance, he ran a pipette throughput check, (B) (4) study, and patient samples with acceptable results.

Event description:
Caller tested 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. Caller was treated with heparin. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).